Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unexpected reboot was confirmed. Ventec replaced the media bed to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was a clogged media bed. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
During service at ventec, it was observed that the device rebooted unexpectedly. There was no patient involvement associated with the reported event.